Manufacturer narrative:
H3: analysis of the pump (B)(6) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. Analysis of the catheter identified damage which was consistent with explant damage. H6: pump codes; the previously conclusion code 11 no longer applies and has been updated to 24. The previously reported method code 4118 no longer applies and has been updated to 10. The previously reported results code 3233 no longer applies and has been updated to 180. Catheter codes; the previously reported conclusion code 11 no longer applies and has been updated to 67. The previously reported method code 4118 no longer applies and has been updated to 10. The previously reported results code 3233 no longer applies and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-dec-23. It was reported that theories were that there was a catheter leak at the connection site, because "unusual wear" was noticed on the connector when the pump was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 788mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that there had been more volume then expected during refills. The patient had a routine pump replacement and the catheter was found to be patent. The pump was sent back for analysis. The issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.